Event description:
New information reported stated that on (B)(6) 2017 the lead was capped and replaced. No patient symptoms or additional information was reported.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. Review of a merlin.net transmission revealed noise reversion episodes. The noise could not be reproduced in the clinic. The physician elected to schedule a lead revision procedure at a later date. No additional information was reported.

Manufacturer narrative:
Follow up needed for patient condition.

Event description:
New information reported states that the patient condition was stable during and post procedure.